Event description:
The customer reported that the nibp (non-invasive blood pressure) is not turning off at times. Additional information received indicated that, the cuff would inflate but not deflate and complete the normal cycle. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the nibp (non-invasive blood pressure) is intermittently not turning off at times. Additional information received indicated that, the cuff would inflate but not deflate and complete the normal cycle. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.